Event description:
It was reported that this pacemaker went into safety mode. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker went into safety mode. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.